Manufacturer narrative:
UDI: UDI #: (B)(4).

Manufacturer narrative:
The manufacturer¿s international service technician replaced the harness assembly to address the finding. It was determined that the harness assembly had contact failure.

Event description:
The customer sent the v60 vent to the international service center for routine periodic maintenance. The service technician during service identified that the unit did not operate with battery. There was no patient involvement.